Manufacturer narrative:
(B)(4).

Event description:
The neurostimulator reverted to its pre-implant parameters following an MRI. The programming capabilities of the device were not the same after the MRI. No pt symptoms were reported. Add'l info had been requested, a f/u report will be sent if add'l info becomes available.